Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there was a cut in the auxiliary bus cable. A field service engineer replaced the bus cable with a new one and secured the cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es they were unable to power on the station. The customer stated that there was no delay in patient care as the user was able to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es they were unable to power on. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 7 drawer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location and report source. The reported condition of "es - unable to power on the station" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse plugged in each drawer individually and booted the device to identify which drawer had the short. After all drawers were connected and the device booted normally, it was believed that the short had been resolved. However, while the device was powered on, the fse attempted to reinstall the back panel on the aux, at which point the station shut down again. After removing the panel, the fse clearly observed a cut in the bus cable. The fse reported that inspection of the aux bus cable revealed a cut that had previously been taped. The fse replaced the bus cable with a new one, secured the cable, and verified proper operation by testing it in the hardware test application (hta). During dchu visual inspection p/n 121085-01: was received with the black marks and copper strands exposed. During dchu testing p/n 121085-01: the testing from dchu was not necessarily due to the thermal damage observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint es - unable to power on the station was due to a the damaged assy cbl pyxibus 7 drawer (p/n 121085-01) with signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.